Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following an elective cardioversion to restore sinus rhythm, the right atrial (ra) no atrial capture was detected at maximum output. It was suspected that the lead had dislodged. A lead repositioning was conducted the same day during which the lead dislodged at least three times after removing the stylet. Eventually the lead was placed and pacing thresholds were noted as stable. The lead remains in use. No patient complications have been reported as a result of this event.